Event description:
It was reported that (1) hp052 was used during a lap chole procedure. It was reported by the rep the lcsc5 was utilized with the hp052 during the case. The surgeon reported that the handpiece was used moderately and they were experiencing an unusual amount of "solid tones" for the amount of time the harmonic was being utilized. The surgeon removed the blade from the abdomen and layed it on the drape. The blade burned a hole in the drape. It is unknown how the case was completed. There was no consequence to pt.